Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye due to dysphotopsia. No further information was provided.

Manufacturer narrative:
UDI: (B)(4). The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection with the unaided eye showed lens is cut in pieces. The lens condition is consistent with a lens that was explanted from the patient's eye. Considering the condition of the returned lens, additional analysis is not possible. A manufacturing record review was performed. The device history records (DHR) show there were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The lens was within optical power specification. No other complaints for this order number were received to date. No non-conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.